Event description:
Patient was undergoing a battery replacement and their explanted generator could not be interrogated due to battery depletion. Once the surgeon implanted the new generator lead impedance was observed. A lead revision was then performed and all values were then within normal limits. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the explanted generator and lead were discarded.